Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and an over infusion was not reproduced. The device was found to under infuse. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however, the device was found to under infuse. Evaluator determined to replace m2/m3 springs, doors and hooks should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had over infused as a 30 minute infusion was completed in 20 minutes. This occurred during delivery in the oncology medical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.